Manufacturer narrative:
Concomitant medical products: c2tr01 ipg, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had an increase in impedance and capture threshold measurements over the last two weeks. It was noted that the rv lead is connected into the lv port. The lead is still in use. No patient complications have been reported as a result of this event.